Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified ulnar artery. A 3.5mm x 80mm x 90cm coyote balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No further patient complications were reported.